Event description:
A pt reported they were seen by their physician due to high blood glucose and being unable to obtain a blood glucose result with their one touch basic meter. Their meter allegedly would not power on. Pt reported symptoms of slurred speech and dizziness. Pt tested "high" on neighbors meter. No comparison was made between patient meter and neighbor's meter. Treatment was unknown. Pt was released from the physician's office after two hours. No further info has been reported.